Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Customer continued to use current pump for insulin therapy.